Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system and confirmed the reported issue. The system was in clinical use at the time of issue occurred. The procedure was completed (as planned) by restart of the system. The rse reviewed system log file and found that the emergency button was pressed without seeing any other user commands. The cold restart was performed to resolve this issue. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The IFU recommends performing a cold restart (switching power off and then on again) every day to keep system quality at an acceptable level. Performing a cold restart is likely to restore system functionality, thus allowing the patient to be brought to the room for the procedure to proceed. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the table moved automatically and the emergency button was pressed. After system restart, system started working normally again. No harm has been reported to philips. Philips has started an investigation of this complaint.